Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a primary knee done with attune ps rp. The patient had approximately a 25 degree flexion contracture after the total knee replacement. The patient was being revised to address that contracture. The doctor removed the size 5 - 10mm ps rp insert and implanted a size 5 - 7mm ps rp insert to regain full extension. The doctor also resurfaced the patella which was not done during the primary procedure. He implanted a size 38mm done patella. Doi: unknown, dor: on (B)(6) 2024, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that this patient had a primary knee done with attune ps rp. Patient had approximately a 25 degree flexion contracture after the total knee replacement. Patient was being revised to address that contracture. Doctor removed the size 5 - 10mm ps rp insert and implanted a size 5 - 7mm ps rp insert to regain full extension. Doctor also resurfaced the patella which was not done during the primary procedure. He implanted a size 38mm done patella. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed marks on the surface that appear to be from the extraction process, however, there is nothing indicative of a device nonconformance. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune ps rp insrt sz 5 10mm would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
Additional information received states that there was no patient consequence/s and no surgical delay.